Manufacturer narrative:
Sample: the complaint device (1ez blocker) was returned and the cuff around the yellow tube was ruptured along the whole perimeter. The second cuff was found ok with no damage. Investigation: cuff check: visual check-cmi performed detailed microscope check of affected cuff. It was confirmed that the cuff burst. Valve check: visual check- both striped valves (blues and yellow) were checked and compared, there was no visible damage, no difference between the valves. Functional check- the affected yellow striped valve was inflated with air, it was verified the air could go through the catheter tubes into the burst cuff. Additionally the yellow tube in the burst cuff was sealed and the valve was inflated. It was verified several times that the valve function was ok. After inflation the valve was holding the air in by itself. Also the valve could be deflated very easily once the valve piston was pushed in. The same behaviour was confirmed on the blue striped valve. A 4-lumen catheter tube check: guide wire check- passed, no blockage found during the test. Visual check- passed, no visible nonconformity found on the tubes. A 2-lumen tubes check (tube inside the cuff): pin gauge check- passed, no blockage found during the test. Visual check-passed, no visible nonconformity found on the tubes. Evaluation: during the investigation of returned complaint ez blocker it was not observed any failure of inspected catheter parts. The valve was fully functional, it was possible to inflate and deflate the valve (without any blockage of the valve piston). Also it was confirmed that catheter tubes (4 lumen + 2 lumen) could not cause blockage which may lead to impossibility to deflate the cuff. Cmi's investigation did not find any evidence nor indication that the defect was caused by cmi's design or manufacturing processes therefore no corrective actions are taken. As a preventive action cmi will monitor occurence of similar defect in production and as part of the market feedback (customer complaints). This has been the first case this event has occured.

Manufacturer narrative:
DHR of complaint lot could not be verified, because the lot number of affected part was not reported even after additional request. All catheters in ez-blocker production line have to pass 100% in process leak test and a qc aql based sample leak test where the inflation and deflation is verified. Cmi production personnel was informed about the new complaint.

Event description:
The following incident description was reported by the customer: "on (B)(6) 2016 as part of a clinical trial at (B)(6) hospital, with dr. (B)(6) as the (B)(6), the ez blocker is used for patient's undergoing surgery in which one lung needs isolation while the other lung is ventilated, the device was used on a patient undergoing a right-side lobectomy. About halfway through the surgery, the ez blocker started becoming displaced. After several re-placements, the clinicians decided to remove the device but the cuff would not deflate - which is necessary for proper removal. Clinicians decided to remove the device with the cuff still inflated but at some point the inflated cuff was lodged in the endotracheal tube - essentially causing a total blockage of the airway and not allowing any ventilation. After approximately 30 seconds, the cuff ruptured and the entire device was removed. Subsequently there appeared to be no fragments of the cuff left in the airway. A rescue device ((B)(6)) was inserted and the surgery was completed without further incident. The patient suffered no complications or adverse events from the ez blocker malfunction, and was informed of the incident post-op. At this time, the clinical trial is suspended until the clinicians and researchers at (B)(6)hospital have a chance to discuss the matter. (This information was taken from a phone interview on (B)(6) 2016)".